Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels between 300 to 600 mg/dl with an unknown cause. Customer required assistance from their parents and school nurse to address bg via a manual injection and changing infusion sets. No issues were observed with the cartridge, infusion tubing or cannula, however, infusion sets were replaced to resolve the issue.